Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the lead tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix at the revision procedure caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements at the follow-up one month post-implant. The patient was hospitalized for a lead revision. However, during the attempt to reposition the lead, the helix would not retract. The lead was explanted and replaced with another lead of the same model. No additional adverse patient effects were reported.